Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's date of explantation has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with a 375cc mentor memorygel breast implant on the right side, suffered a right breast that was higher than the left side, painful and was diagnosed to be a grade IV capsular contracture. As a result, the patient underwent implant explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2021, mentor received additional information expanding on what the patient experienced and the procedures they underwent on (B)(6) 2021. On (B)(6) 2021, the patient went for an office visit and their progress notes indicated that the patient suffered extreme pain that they can no longer massage the breast and could not let their husband touch it while being intimate due to the pain that started from their chest to the nipple. During the revision surgery on (B)(6) 2021, the patient underwent right breast capsulectomy , bilateral breast implant removal, lateral capsulorrhaphy, and bilateral replacement with two 450cc smooth round silicone implants. On may 3, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).